Manufacturer narrative:
The pump was received with missing segments/partial display due to cracked glass. Unable to perform the displacement test, active current measurement, sleep current measurement and self-test or confirm the low battery alert and unexpected battery power loss due to missing segments/partial display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had low battery less than one week. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.